Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/exposed wires) has been confirmed. Upon investigation the rear 2 therapy electrode was pulled off of the interconnect cable of the electrode belt. The root cause for the pulled off therapy electrode was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt had a damaged cable.